Event description:
The facility representative contacted baxter to report an infusor that had a ruptured reservoir. The event occurred during patient use. It is unknown at this time if there was an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.